Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, withdrawal difficulties were encountered. The lesion were located in the mildly calcified 70% stenosis mid left anterior descending (lad). The pt was given angiomax bolus and IV drip and integrilin bolus and IV drip during the procedure. The vessel was pre dilated with a 2.5 x 15 mm maverick balloon. The physician placed a taxus express2 8.8% 2.75 x 20 mm drug eluting stent. The physician was unable to remove the balloon. A bmw wire and maverick balloon were inserted to assist in removing the stent delivery system (sds) balloon. The pt had chest pressure and fentanyl and versed were given. The balloon was inflated several times and the sds was then removed by pulling hard. The stent was post dilated with a quantum 3.0 x 12 mm balloon. Plavix was given post procedure. Post procedure stenosis was 0% with timi 3 flow. There were no reported pt complications or injuries. The pt's status is reported as good.